Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to enter a calibration value but inadvertently entered the blood glucose (bg) values into the bolus menu and delivered an unintended bolus of 11 units. At the time of the reported event, the customer's bg level was 27 mg/dl, and was treated by consuming carbohydrates and drinking juice. Tandem technical support reviewed the pump history and it was identified that the bg value of 237 (mg/dl) was entered instead of a carbohydrates value of 237 grams. The contact acknowledged the information.